Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5089t612, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The catheter was fully retracted and the position of the distal skives was checked, as this can cause sleeve inflation during use. Both distal side skives were outside the positive end-expiratory pressure (peep)seal. The position of the thumb valve appeared to be fully upright (closed). The valve was depressed and released. The valve returned to its original position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
There have been three different patients using three different devices. This is the first of three reports. Refer to 8030647-2015-00068 for the second patient. Refer to 8030647-2015-00069 for the third patient. It was reported that during use of a closed suction catheter, the patient¿s exhaled tidal volume alarm was going off. The patient was not getting all the volume dialed into the ventilator. The catheter was replaced with another device resolving the issue. There was no medical intervention required.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).